Manufacturer narrative:
The components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the cartridge. Here we found a broken off tip. Additionally we made a visual inspection of the fracture surface. The device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. The root cause of the problem is most probably usage related. According to the quality standard and DHR files, a material defect, production or design related error can be excluded. No pores, inclusions or foreign bodies could be found on the point or rupture. There is the possibility that the breakage was caused by the application, due to a raising by the skin tissue or the unfavorable position of an other instrument near the cartridge during the application. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). On (B)(6) 2017 the surgeon dr. (B)(6) did two laparoscopically surgeries on the gallbladder. During the second surgery and placing the second clip the tip of cartridge is broken off. The broken pieces were recovered and the patient is doing well. There was a surgery delay from 15-20 minutes.